Event description:
During a coronary stent procedure of a pre dilated highly calcified mid lad lesion, the physician advanced the delivery/stent device to the target lesion, however, they were only able to cross about 70% of the lesion. The physician elected to remove the delivery/stent device and was able to get it back as far as the guide catheter. At the guide catheter, the stent appeared to be coming off of the delivery device. The physician decided to remove the entire system and was able to pull everything back as far as the sheath, when the stent dislodged. The stent was located and remains in the right profunda artery. No attempt was made at retrieval. Pt status is listed as "okay".